Event description:
It was reported that during photoselective vaporization, after 80kj, the fiber tip detached. The tip was retrieved using forceps. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the glass and metal caps determined that they are securely in place and do not show any signs of detachment. Based on analysis results, the as reported fiber tip detachment was not confirmed. However, analysis identified a distal circumferential fracture. Functional testing was conducted concluded that the firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber tip detachment as there was no physical separation identified of the fiber, and the forward firing rate was below the threshold for potential patient harm. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the distal circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited moderate devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize.

Event description:
It was reported that during photoselective vaporization, after 80kj, the fiber tip detached. The tip was retrieved using forceps. Another fiber was used to complete the procedure. There were no patient complications.